Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. A visual examination of the balloon observed that the balloon was unfolded indicating that the device had bee subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a pinhole leak in the balloon material approximately 10mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No damage or any issues were noted along the length of the shaft. No issues were noted with the returned device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 18-aug-2018. It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/90cm peripheral cutting balloon® was selected for use. During procedure, it was noted that the balloon ruptured at 9atm. There were no patient complications reported. However, device analysis observed a pinhole leak.